Manufacturer narrative:
The insulin pump was received with a blank display, due to moisture damage on the electronics assembly. The device was also received with moisture damage on the motor, vibrator, keypad and battery tube assembly. Current test could not be performed, due to moisture damage blank display. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's spouse called and reported the customer fell on the ground the into the pool and the insulin pump was not working and the screen was full of lines. Customer's blood glucose was 240 mg/dl. The insulin pump was exposed to water and there was fluid under the display screen. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.